Event description:
During a coronary drug eluting stenting treatment procedure, a catheter fracture occurred. The taxus express2 3.5x20mm drug eluting stent was inserted in the very calcified proximal right coronary artery lesion. The balloon was inflated to 16 atm's and deflated. The sds balloon was pulled half way back on the choice xz guidewire when it got stuck. The balloon and wire were removed together as a unit. The tech attempted to remove the balloon from the guide wire and the catheter broke. No patient complications were reported. Patient status is satisfactory.